Event description:
It was reported the neurostimulator and extension were removed because of infection. The lead was capped and will be reused. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.